Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed alarm after inserting a new battery. The customer¿s blood glucose was 221 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board.